Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4196-88 implantable pacing lead 2010 (B)(6); 5068-45 implantable pacing lead 1999 (B)(6); 5068-58 implantable pacing lead 1999 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) coil had low impedance. Review of performance data also indicated low superior vena cava (svc) coil impedance. The rv lead remains in use. No patient complications have been reported as a result of this event.